Event description:
The customer reported that the system shut down and displayed error messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament printed circuit board and the batteries were replaced. The system was tested and found to be working as intended and put back into service.